Event description:
It was reported that the device had a burnt component.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was no output from the device.